Event description:
Pt was on or table for tonsilectomy and adenoidectomy with suction cautery in use. Surgeon stated flame/flash noted on tip of suction cautery. Cautery was not in contact with pt when flame noted. Small amount of teflon or protective coating melted on end of suction cautery. No adverse reactions noted. Cautery removed from sterile field or replaced with new one - no problems noted. Suction cautery had not been cleaned or manipulated prior to incident. Birtcher-bovie unit removed from room and sent for inspection (to clinical engineering).